Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a brain procedure. It was reported that the system would not perform a 3d spin with either the hand switch or foot pedal. A restart was necessary for this to work. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.